Event description:
Seems to be a leak in system. Air seems to have gotten in device. Dose usually given in a steady stream but is giving out just drops. Sugar levels are not in as good control as previously.